Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The pump remains in use supporting the patient. Approximately 17 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. Examination and electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. A significant amount of tape was covering the areas of cosmetic damage to the outer silicone sleeve. The underlying clear bionate layer showed no areas of damage; however, the lead appeared twisted and kinked in some locations and breakdown of the metal braided shield was observed along the entire length of the lead. The shield breakdown appeared to be most severe at the terminus of the distal end bend relief, where disruption to the green wire insulation could be visualized through the clear bionate. After the shielding and bionate were removed, examination of the underlying wires revealed a breach in the insulation of the green wire approximately 2.5 inches from the metal connector, exposing the inner metal conductors. Some of the inner conductors were fractured and showed evidence of corrosion consistent with an electrical short. The observed damage to the green wire appeared to be the result of fatigue failure due to repetitive flexing of the percutaneous lead in this area. The surrounding wires in this location showed abrasion marks and evidence of kinking while the remainder of the lead showed several other areas of kinking and abrasion on the wire insulation; however no additional areas of compromised wire insulation were identified. The green wire represents one of the two redundant wires that comprise phase 1 of the three phase motor. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed events and pump stoppages recorded in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On 05/09/2016, the customer submitted the patient's system controller log file data to the manufacturer's technical services department for analysis. The log file captured 3 low speed operation alarms and pump stops that occurred on (B)(6) 2016 while the system was connected to the power module. These recorded events appeared consistent with a potential issue with the percutaneous lead. It was reported that the alarms were not reproducible on hospital owned equipment. No alarms had reoccurred since (B)(6) 2016. A new power module patient cable was issued to the patient and an onsite evaluation of the patient's percutaneous lead was scheduled for (B)(6) 2016. The patient was asymptomatic. On (B)(6) 2016, the manufacturer's technical services representatives performed a replacement of the external portion of the percutaneous lead. No further alarms have been reported after the repair.